Event description:
On (B)(6) 2013, it was reported that down arrow keypad button was intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/12/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that down arrow keypad button was intermittently responsive. There was evidence of keypad contamination found under the contrast, down, and up arrow key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.